Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded intermittent high atrial impedances with a non boston scientific lead. It was noted that the measurements were not out of range and all other lead measurements were noted to be good. The impedance measurements were not able to be recreated with arm movements and pocket manipulation. The physician had elected to continue monitoring the patient. No adverse patient effects were reported.

Event description:
Additional information was provided that the intermittently high atrial impedances continue to be observed. The subpectoral implant 2009 ((B)(6) 2009) advisory was questioned. Ts discussed the advisory and it was noted that the device was not implanted sub-pectorally. The physician is electing to continue monitoring the patient at this time.